Event description:
It was reported that during the ams 700 penile prothesis surgery, the physician hit a superficial vein which caused a lot of bleeding. The physician had the bleeding under control, but he did not feel comfortable proceeding with the procedure so it was cancelled.

Event description:
It was reported that during the ams 700 penile prothesis surgery, the physician hit a superficial vein which caused a lot of bleeding. The physician had the bleeding under control, but he did not feel comfortable proceeding with the procedure so it was cancelled.

Manufacturer narrative:
Product analysis was unable to confirm the allegation related to vessel trauma nor a device malfunction with the reservoir. Based on the medical and product record review, it is concluded that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of adverse event related to procedure was chosen as the adverse event occurred during the procedure and the device had no influence on the event. Improper incision/dissection, vessel trauma and surgery complications are included in the risk documentation and/or product labeling. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis was unable to confirm the allegation related to vessel trauma. Visual and functional testing were completed; the reservoir performed within specification. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. As confirmed in the medical review, the ams 700 hazard analysis indicates that improper incision/dissection leading to tissue damage or vessel trauma are included as a hazardous situation. Based on the information provided, the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. Review of the IFU, identified the following is stated in the labeling, unsuccessful outcomes have been reported due to improper surgical technique. The or manual also provides statements regarding the incision and retraction techniques. Based on this review, it is concluded that the problem does not exist in the orm nor labeling.